Event description:
Additional information was received. There was a surgical delay of less than one hour.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 h2) please see sections a1-3 and section b5 for further additional information. Also see additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6) a software analysis was performed. The logs captured graphics processing unit (gpu) crashes. The logs showed the system being hard rebooted and no gpu crashes or other abnormalities were observed after the reboot. It was suspected the gpu crash caused the reported behavior of system unresponsiveness. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Brand name stealthstation; product ID: 9735740, (lot: 2.1.0); product type: 2543-mnav - system h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was freezing after performing a spin with the imaging system. The site rebooted the navigation system, took another spin and the navigation system froze again. Medtronic imaging and navigation were aborted. There was no impact on patient outcome. Additional information was received. A medtronic representative (rep) called to report that she tried to recreate the issue. They said it occurred after taking an imaging system spin. They attempted to re-created with the imaging system as well and was unable to recreate. The site reported that this issue occurred again while a rep was not present.